Event description:
It was reported the subject camera head did not focus. The reported malfunction occurred during preparation for use for an unknown procedure. There was no patient harm or injury reported.

Manufacturer narrative:
The device was returned to olympus for evaluation and the investigation is in process. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer's allegation was not confirmed. Based on the results of the investigation, a definitive root cause cannot be identified. No problem detected. A device history review was completed, and no issues were identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the subject camera head did not focus. The reported malfunction occurred during preparation for use for an unknown procedure. There was no patient harm or injury reported.